Event description:
It was reported lvp8100 did not turn (no power at all) when connected to pcu. There was no patient involvement. Although requested further information was not provided.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1 and c3 on motor control board per customer stated problem. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board - blown fuse. Device history review: a review of the device history record showed the device had a manufacture date of 03/29/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported lvp8100 did not turn (no power at all) when connected to pcu8015. Customer reported it was known whether or not there was any negative impact on the patient. Although requested further information was not provided.